Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). Concomitant medical device: catalog #unknown, unknown zmr cone body, lot #unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Adherence to rehabilitation protocol is unknown. Both the patients had significant proximal bone deficiency and fixation relied on distal fixation only. As stated in the journal article, one patient had progressive subsidence of 10 mm within the first month with dislocation. Both patients had multiple previous operations and significantly compromised soft tissue. Based on the information provided, the reported issue was likely caused or contributed by patient condition. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that two patients experienced dislocation and progressive subsidence with significant bone loss and fixation, which relied only on distal fixation. The problem of dislocation was solved with a constrained liner.